Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar impedance. It was also noted the rv lead exhibited low bipolar impedance. The rv lead had a possible insulation breach. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve, implanted on (B)(6) 2015. 690r32 heart ring, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.